Event description:
It was reported during surgery on (B)(6) 2024, when the doctor used the drill bit, the tip broke. The fragment was removed and another drill bit used. The surgery ended successfully, with no affectation to the patient, nor alteration in the surgical times. There was no affectation to the patient. This report is for drill bit ø4.3 l413 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6 investigation summary the product was not returned to depuy synthes; however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint condition. The tip of the device is covered thus making it unclear whether it is broken or not. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history product code: 03.168.011 lot number: f-27022 release to warehouse date: 13.may.2019 expiration date: na supplier: (B)(4) manufacturing site: werk selzach logistik a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.